Event description:
The manufacturer received information alleging a broken screen in a trilogy evo iberia device. No harm or injury was reported. The device was not in patient use at the time of the event. The device was returned to a third-party service center; however, the evaluation has not yet begun. A review of the device log identified an evt_internal_batt_failed error, which initiated this report. The manufacturer's investigation is ongoing. At this time, the root cause has not been determined. If additional information becomes available, a supplemental report will be submitted.